Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage on the keypad traces during visual inspection. No button error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump displays button error on her screen but the pump was not alarming. The patient's blood glucose at the time of incident is unknown, but her most recent blood glucose exceeded 100 mg/dl. Troubleshooting was initiated for the button error. The customer stated that she got caught out in the rain prior to the button error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer. Additionally, the customer could not sign for her pump since she was busy from school and had to visit the hospital to resume diabetes treatment. She did not have a medical emergency; the doctor ordered her to go to the hospital for a back-up plan.